Manufacturer narrative:
(B)(4). The customer returned one guidewire assembly for investigation. Signs of use were observed on the guidewire body. Visual analysis revealed the guidewire contained multiple kinks and bends. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. Visual analysis of the ars could not be performed as it was not returned for analysis. The guidewire kinks were located 244mm , 326mm, and 579mm from the proximal tip. The bends were located at 192mm and 374mm from the proximal tip. The overall length of the guidewire measured 599mm, which is within the specification limits of 596mm - 604mm per guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826 mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guidewire passed through the components with little to no resistance. Major resistance was observed at the locations of the kinks. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire contained multiple kinks along the body. Despite this, the guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error likely contributed to this event. However, the probable cause of guidewire and ars resistance could not be determined based upon the information provided and without the ars returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required. The associated emdr numbers are 3006425876-2024-01269, 3006425876-2024-01266 and 3006425876-2024-01270.

Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one, but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required. The associated emdr numbers are 3006425876-2024-01266, 3006425876-2024-01270.

Manufacturer narrative:
(B)(4)